Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated left proximal circumflex artery with one xience v stent. On (B)(6) 2010, the patient was seen in the clinic with chest pain. The patient was found to have in-stent restenosis of the left main artery and the left circumflex artery via diagnostic coronary angiogram on (B)(6) 2010. The patient was treated with a non-abbott stent in the left main artery and the circumflex artery. The patient's condition resolved on (B)(6) 2010, and was discharged home. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device could not be inserted through the sheath. The starclose se system was removed and manual compression was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.